Event description:
It was reported, on (B)(6) 2013 during a rod extension surgery, it was discovered that the 3 blockers were loosened from extension connectors. Therefore the surgeon replaced the loosened blockers.

Manufacturer narrative:
Method: complaint history review; results: although the activity level of the patient is not known, excessive movement may have caused the blockers to loosen since there was not enough time for proper fusion to be accomplished. However, this cause cannot be conclusively determined. Conclusion: the xia titanium 4.5 blocker was confirmed to be disengaging from the screw tulip heads according to the correspondence with the sales rep. This event occurred intra-op during a rod extension surgery when the surgeon noticed that 3 blockers were loosening. The blockers were removed and replaced with new ones. This resulted in a surgical delay of 2 minutes. The event description explains the following "according to the surgeon, there were a lot of metal wear debris from the implants and macrophage was confirmed around them." The original surgery was performed about 5 months prior to this event. The sales rep confirmed that the surgeon used the torque wrench with the proper amount of torque used during final tightening in the original surgery. Therefore the cause of this event is likely not due to the surgeons' error, but may be due to excessive activity by the patient following the initial surgery.

Event description:
It was reported, on (B)(6) 2013 during a rod extension surgery, it was discovered that the 3 blockers were loosened from extension connectors. Therefore the surgeon replaced the loosened blockers.